Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. He/she was in intensive care unit. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corner, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.